Manufacturer narrative:
The subject product was not returned for evaluation, as such we are unable to review for root cause determination. Based on not having the sample returned to evaluate, no conclusion can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to the specification. If/when additional information is provided, a supplemental emdr will be submitted.

Event description:
It was reported that during inspection at the hospital warehouse, an unknown particulate was observed inside the simpulse plus showerhead tip suction irrigator package. There was no patient involvement as the reported product issue was discovered during inspection.